Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported by the patient that their pump was removed in (B)(6) of 2009 due to infection. The patient stated that they think the infection was e-coli. The healthcare provider (hcp) was not sure of the circumstances of the event as their records were in storage. The patient later reported that dilaudid was in the pump at the time of infection, but did not know the dose or the concentration. It was stated that "it was just very sore and it hurt to put clothes on." The symptoms related to the infection were soreness, very red at the site and "so sore that the patient could hardly touch it, as it was sore to the touch". The only steps to resolve the infection was to remove the pump as "that was the only option". The indications for use are non-malignant pain and post lumbar laminectomy syndrome. If additional information becomes available a follow-up file will be submitted.